Manufacturer narrative:
On (B)(6) 2021, the biosense webster inc.¿s (bwi) product analysis lab (pal) completed the device evaluation. Visual analysis of the returned device revealed that the decanav electrophysiology catheter was returned with tip partially deflected and unable to straighten out. A meeting with the manufacturing team was performed to review the condition observed. It was determined that the deflection mechanism was not stuck, as it was able to lock and unlock from deflected position. However, the tip did not return to its original position. Issue observed was a pre-curve caused by an over adjustment of the anchor pin. A manufacturing record evaluation was performed for the finished device 30472483m number, and no internal action related to the reported complaint condition were identified. It should be noted that the product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the biosense webster quality system. Based on the evaluation findings, it was determined that the catheter's deflection was not stuck, the piston was able to move with no problem and there was movement in the tip, however, there was a pre-curve problem due to the anchor pin being over tightened. The piston was not stuck, and the catheter could deflect but it does not return to its origin point completely. As such, the identified anchor pin issue is not considered to be an MDR reportable malfunction. The anchor pin issue will not allow the physician to reach the desire location. However, the most likely consequence is an intraprocedural delay. The potential risk that this issue could cause or contribute to a serious injury or death is remote. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 02/11/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav electrophysiology catheter and an issue of deflection stuck occurred. It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure, after a few minutes of mapping had been completed with the decanav electrophysiology catheter, the catheter became stuck in a deflected position, and was unable to straighten out. The caller noted that the catheter was stuck in a 90-degree deflection angle, being unable to straighten out, but the catheter could still further deflect. The decanav electrophysiology catheter was removed from the patients body without difficulty and was replaced. The issue was resolved, and the procedure continued. No physical damage to the catheter was noticed upon removal. No patient consequences were reported. With the information available, this event was assessed as MDR reportable for issue of deflection stuck.